Manufacturer narrative:
This is a historical record and reflects reports that were received by the company prior to april 2021. According to the coolsculpting user manual, under rare adverse events, paradoxical adipose hyperplasia (ph/pah) is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. Pah is not related to any coolsculpting device failure mode but it is included in the risk management files of the device because it is a risk that is inherent to the use cryolipolysis for localized fat reduction

Event description:
Allergan aesthetics received a report of a female patient treated with coolsculpting to the abdomen on (B)(6) 2016 using the coolmax applicator who was diagnosed with paradoxical hyperplasia (pah/ph) on (B)(6) 2016. Pah was described as firm and appears enlarged and swollen compared to surrounding tissue.

Event description:
Allergan aesthetics received a report of a female patient treated with coolsculpting to the abdomen on (B)(6) 2016 using the coolmax applicator who was diagnosed with paradoxical hyperplasia (pah/ph) on (B)(6) 2016. Pah was described as firm and appears enlarged and swollen compared to surrounding tissue.

Manufacturer narrative:
Corrected data d1 - brand name.

Manufacturer narrative:
This MDR is associated with a parallel plate applicator, these applicators were discontinued and recalled in 2022.

Event description:
Allergan aesthetics received a report of a female patient treated with coolsculpting to the abdomen on (B)(6) 2016 using the coolmax applicator who was diagnosed with paradoxical hyperplasia (pah/ph) on (B)(6) 2016. Pah was described as firm and appears enlarged and swollen compared to surrounding tissue.